Manufacturer narrative:
The stem information (catalog number, lot code and device description) was not provided on the maude report. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported via maude report (B)(4) that there was a painful right total hip arthroplasty, history of instability, adverse tissue response due to taper corrosion.